Event description:
It was reported that coring occurred while using the bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from (B)(6) to english: during preparation of the anticancer agent treaxin using p55j and n35j connected to a syringe, coring occurred.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-sep-2022. H6: investigation summary one protector attached to a vial was provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector or protector membrane and the protector fit securely to the vial. During our evaluation, a black particle was observed. Characterization testing was requested but could not be performed at this time, therefore the composition and origin of the particle could not be determined. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed.

Event description:
It was reported that coring occurred while using the bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from japanese to english: during preparation of the anticancer agent treaxin using p55j and n35j connected to a syringe, coring occurred.